Manufacturer narrative:
Follow-up #1 date of submission 03/24/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/05/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. A review of the pump¿s black box data revealed the time and date were manually changed. The pump successfully completed a prime sequence and 24-hour exercise test without issue. The pump¿s time and date accuracy were found to be within specification. The pump maintained time and date settings after the battery was removed for 60 minutes. There was no evidence of damage or defect to the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the time was set incorrectly. The reporter stated there was no interaction with the pump to change the time and replacing the battery or rebooting does not reset the time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.